Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous right popliteal artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 5atm for 8 seconds. The balloon was then simply removed from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient was good.